Event description:
It was observed during device evaluation, that the distal end of the ultrasound gastrovideoscope was scratched and watertightness was lost. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the scratched distal end was degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.